Event description:
Patient arrived into clinic on (B)(6) 2019 with low voltage advisories. He had damage noted to his vad modular cable as well as the white power lead of his controller. Upon inspection it was also noted that both of his battery clips were also in disrepair. Items were replaced via vad team.